Manufacturer narrative:
The qa lab received a bottle containing 7 test strips. Five of the 7 test strips were used. Performance was satisfactory for the 2 unused test strips.

Event description:
The advocate called for help with his wife's meter. While troubleshooting, he performed control tests and received a result of 370 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.